Manufacturer narrative:
Received one device. Visual inspection found no damage, the customer reported issue was stated that an error code 45639 occurred. Was able to be duplicated. The cause of the reported issue can not be determined but was resolved by replacement the mainboard. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 45639 and that the circuit board needed replacement. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.